Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a removal of the left vaginal vault mucosa with upper partial vaginectomy and tension-free vaginal tape procedures performed on (B)(6) 2017 to treat a patient with urethrocele with urinary stress incontinence, and vaginal intraepithelial neoplasia in the left lateral vaginal vault area. During the procedure and after the advantage fit system was placed, cystoscopy revealed a very slight perforation of the vaginal mucosa on the right side. Therefore, this arm of the sling was removed, redirected with the trocar, and then cystoscopy revealed good placement. On (B)(6) 2018, the patient underwent mid urethral sling revision and cystourethroscopy procedures for the preoperative diagnoses of voiding dysfunction with incomplete bladder emptying. The patient was taken to the operating room and prepped for surgery. Examination under anesthesia revealed a slightly retropexed and fixed urethra. A foley catheter was placed and allowed to drain to gravity. Two allis clamps were used to grasp the anterior vaginal epithelium over the mid urethra. This epithelium was anesthetized with 0.25% marcaine with epinephrine. A #15 blade scalpel was used to make a 1 cm incision over the mid urethra. The metzenbaum scissors were used to mobilize the vaginal epithelium away from the underlying polypropylene sling material. The sling material was then elevated away from the urethra with tonsil clamps. About 1 cm of the sling material was removed and passed off the sterile field to be sent to pathology for gross examination only. The vaginal epithelium was then closed with a running locked 3-0 vicryl suture. The foley catheter was removed and a 70-degree cystoscope was placed in the bladder. The bladder was filled with 300-400 cc of normal saline. A survey of the bladder and the urethra revealed no evidence of injury to the lower urinary tract. The cystoscope was removed and a foley catheter was placed and allowed to drain to gravity. The patient tolerated the procedure well. The patient was then taken to recovery in stable condition.

Manufacturer narrative:
Date of event: date of event was approximated to august 23, 2018, revision procedure date, as no event date was reported. Reporter name and address: this event was reported by the patient's legal representation. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.